Manufacturer narrative:
H.6. Investigation summary: bd had not received samples or photos for evaluation. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode molding defect. Bd was not able to identify a root cause for the indicated failure mode.

Event description:
It was reported when using the bd vacutainer® one use holder there was failure to minimize exposure to blood and sharps during blood collection. The following information was provided by the initial reporter. The customer stated: "when removing a tube from the pump body, the blood continues to flow into the pump body (as if the seal at the firing pin was not made).

Manufacturer narrative:
The following fields were updated with additional information: d9. Device available for evaluation?: yes. Returned to manufacturer on: 29-mar-2023. Bd received 22 samples for investigation. The samples were evaluated by visual examination and the indicated failure mode for molding defect with the incident lot was not observed as all product specifications were met. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode molding defect. Bd was not able to identify a root cause for the indicated failure mode. H3 other text : see h.10.

Event description:
It was reported when using the bd vacutainer® one use holder there was failure to minimize exposure to blood and sharps during blood collection. The following information was provided by the initial reporter. The customer stated: "when removing a tube from the pump body, the blood continues to flow into the pump body (as if the seal at the firing pin was not made).

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® one use holder there was failure to minimize exposure to blood and sharps during blood collection. The following information was provided by the initial reporter. The customer stated: "when removing a tube from the pump body, the blood continues to flow into the pump body (as if the seal at the firing pin was not made).